Event description:
Pt did well until location of her job changed. She was required to walk a significant amount of stairs. She began to experience anterior knee pain and crepitus on the left. Scans and x-rays revealed patellar component to be loose. Based on significaint crepitus pain and dysfunction she was having, re-operation was indicated.